Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed skin breakdown and sores under the therapy electrodes of the lifevest. It was reported that the irritation was oozing and bleeding. The patient's doctor recommended that the patient use gauze on the irritations. Follow-up indicated that the irritation improved.